Event description:
A malfunction alarm labeled "malf 0" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts, who provided pump reset information and helped in resetting the pump; the malfunction code did not recur afterward, and the customer was informed to contact support if it does again.